Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), it was discovered during a clinical procedure that the proper drivers for a dental implant were not provided with the surgical kit. The implant did not torque properly. The proper driver was borrowed from a separate office. The procedure was completed within the same visit. The dental appointment was prolonged. No adverse patient consequences were reported.